Event description:
The sales rep, has reported on behalf of the customer, that it has been identified from x-ray that an axsos 5 distal lateral femur plate has allegedly failed due to non union of bone. The sales rep has reported that the plate was implanted to fix a fracture above a knee replacement. The customer has reported that the patients bone quality was poor (osteoporosis) and that the patients activity level is high. The customer has advised that the patient has undergone revision surgery today (B)(6) 2015 and a synthes retrograge nail was implanted.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the implant breakage for distal lateral femur plate ts axsos for left femur 16 hole / l343mm could be confirmed. Based on the investigation, the root cause was attributed to a patient related issue. According to the event description the "plate has allegedly failed due to non union of bone". Additionally the patient presents "osteoporosis" and "activity level is high". The fracture site presents typical fatigue marks due to alternate bending stress, generated by walking. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep, has reported on behalf of the customer, that it has been identified from x-ray that an axsos 5 distal lateral femur plate has allegedly failed due to non union of bone. The sales rep has reported that the plate was implanted to fix a fracture above a knee replacement. The customer has reported that the patients bone quality was poor (osteoporosis) and that the patients activity level is high. The customer has advised that the patient has undergone revision surgery today (B)(6) 2015 and a synthes retrograge nail was implanted.